Manufacturer narrative:
This is being filed as an unconfirmed eye infection. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the add'l info.

Event description:
Pt's husband called in and said pt's left eye has always had infection, but did not return to the dr., and continues to wear the lens. Attempts to contact the prescribing ecp and the pt have been made with no reply. This is being filed as no unconfirmed eye infection.